Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable, following an unrelated surgical procedure. It was also reported that the patient turned off therapy, but did not place the device in surgery mode as recommended. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post-op.